Event description:
It was reported that a spectrum pump had a downstream occlusion pound per square inch (psi) not in acceptable range (lower than 7). The event occurred during testing in the (B)(6) department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem could not be reproduced during evaluation. Evaluation performed downstream occlusion test and it passed the test. The occlusion occur within specified psi (pounds per square inch) ranges and within reasonable times. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'the downstream occlusion pound per square inch (psi) not in acceptable range, psi lower than 7' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.